Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the stent deployed prematurely during transfer. In addition, the stent was deformed and broken. The functional testing could not be performed due to the condition of the returned device. As per additional information received, no anomalies were noted to the device prior to use. It is likely that the device was damaged during use resulting in the reported issue. An assignable cause of procedural factors -cause traced to component failure will be assigned to the reported 'stent deployed prematurely during transfer' and to the analyzed 'stent broken/fractured', 'stent deployed prematurely during transfer' and 'stent deformed'. The issue is associated with a product that meets the design and manufacture specifications and was used in accordance with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the stent was broken. No clinical consequences reported to the patient.